Event description:
It was reported that during surgery the cement was injected into the canal and set too quickly. The cement could not be injected all the way, about 1 cm was left without cement, which resulted in about 1 cm leg length discrepancy. Therefore, the surgeon manually reduced and used a negative head. The patient is doing well in post-op and no revision surgery has been planned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.